Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined. Retention material of cobas b101 hba1c lot 929042-01 was tested with whole blood measurements and compared to target values obtained from a tosoh instrument: eight "high" whole blood samples were measured with retention material of cobas b101 hba1c lot 929042-01 on a retention cobas b101 instrument. No discrepant hba1c results were measured with retention material hba1c disc lot 929042-01. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable hba1c result for one patient from cobas b 101 instrument serial number (B)(4). The result from the b101 was 8.2%. The result from an another laboratory using an unknown method was 7.5%. The results were reported to the physician.